Event description:
It was reported to boston scientific corporation that an endovive standard peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had a stoma infection which was previously reported on MDR 3005099803-2019-04766. Reportedly a blood culture and sensitivity examination on (B)(6) 2019 showed no bacterial growth. The patient was treated with pain medication and antibiotics. On (B)(6) 2019 the infection was resolved. The patient was discharged from the hospital the exact date is unknown. Another endovive standard peg kit was placed in the patient. The patient had another stoma infection. The patient was given one tablet of ciprofloxacin which reportedly gave her a fever. It was decided to give the patient antibiotics, taxocin (piperacillin+tazobactam), intravenously, until the infection was resolved. The date the infection was resolved is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2019 as no event date was reported. Block d4 (lot number), h4 (device manufacture date): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (patient codes): patient code 1930 captures the reportable event stating that the patient had an infection. Block h6 (evaluation conclusion codes): the complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had an infection on her new stoma where the replacement peg tube was put in place. The old stoma also had an infection and it was already reported previously. The patient had 1 tablet of ciprofloxacin which gave her a fever. Hence, it was decided to give her antibiotics,taxocin (piperacillin+tazobactam), intravenously, until the infection was eradicated. In addition, the blood culture and sensitivity examination of the patient on (B)(6) 2019 showed no bacterial growth. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.